Manufacturer narrative:
Field service engineer (fse) went on site as a result of the customer's report of a no fluoro event. Fse replaced the generator and obtained the event logs from the computer to send to infirmed for evaluation. While on site, customer said they were having a problem with the fluoro footswitch so fse pulled the customer footswitch and replaced it with a new fluoro footswitch. The fse checked the system for proper operation per service checklist (B)(4) and returned the unit to full service. Infirmed reported that the logs were polling normally throughout the study in question. There were no entries in the event log during this timeframe and nothing in the logs to indicate an issue on the i5 / nexus side. The fluoro footswitch was not able to be evaluated as the fluoro footswitch had been pulled apart at the connector in the field (by fse) prior to being returned to lf, so was unable to be tested in its original setup. The generator was setup on a ddis system in the staging area and put through all the normal staging tests. The technician reported that no errors or defects were observed, everything functioned normally.

Event description:
The customer reports they started the case and the system would allow fluoro. About half way through the case the system stopped allowing fluoro. Staff power cycled the table and generator. This did not resolve the issue. The doctor was able to continue the case by using rad shots. About two thirds through the case, the system began fluoroing. They finished the case with fluoro. No reported injury and no additional details are known.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.